Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted . It was reported that the pump was empty for roughly 2 days (relative to (B)(6) 2018). They could not get drug at the time and wanted to use saline to refill the pump for the time being. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that no cause of the pump becoming empty was reported to the representative. There were no further complications reported at this time.

Event description:
On (B)(6) 2015, additional information was received from the patient via a manufacturer representative (rep). Information reported the patient was due for a refill and empty pump message was seen on the tablet/app. The patient's pump went empty on (B)(6) 2018 and the patient went through withdrawal symptoms that day and was admitted to the hospital. The hospital then filled the pump with saline. The rep stated the patient's managing physician, at the time, filled the pump back up on (B)(6) 2018. The last refill was noted to be (B)(6) 2018, and now the pump was critically alarming (B)(6) 2019. The caller was asking if the pump was still working and if they could fill the pump with saline. The physician stated that he was not the managing physician of the pump. Troubleshooting could not be performed due to lack of access to the product. The caller decided not to fill the pump with saline or discontinue the alarm. The caller planned on sending the patient to their managing physician of the pump. No symptoms were reported at this time. The current drugs were noted to be clonidine (0.3 mcg/ml,0.02 mcg/day) and morphine (3 mg/ml, 0.2002 mg/day).

Manufacturer narrative:
Continuation of d11: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician h6; device codes have been updated to include c63318. Patient codes have been updated to c50526. C76143 no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.